Event description:
It was reported by the user facility that the device was running on its own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user facility that the device was running on its own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.